Event description:
It was reported that customer had low blood glucose due to customer had dinner and set up a wrong amount of bolus. Customer stated she set up the insulin pump to suspend but did not suspend instead delivered insulin. Customer's blood glucose was 31 mg/dl. Customer treated for low blood glucose by eating. Customer declined to do troubleshooting due to she knows why she had low blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.